Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances of greater than 3000 ohms and noisy signals. It was noted that patient recently went through device replacement. Noise was reproduced during isometrics. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section a1, a2 and a3 of patient information tab.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances of greater than 3000 ohms and noisy signals. It was noted that patient recently went through device replacement. Noise was reproduced during isometrics. This ra lead remains in service. No adverse patient effects were reported.